Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a pocket infection after a pulse generator change and lead revision procedure on (B)(6) 2021. On (B)(6) 2021, the physician removed their entire implantable cardioverter defibrillator system. The patient was in stable condition. Related manufacturer reference number: 2017865-2021-24296.